Event description:
It was reported that thrust bearings on the monitor bridge are not in correct alignment. The bearings were reported to be pushed up in front of the lip of the stationary rail. Aluminum flakes were reportedly dropping into the pt sterile field. No pt injury was reported. The field svc engineer cleaned the flaking aluminum off of the rails and readjusted the thrust bearings. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.